Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the patient was experiencing discomfort postoperatively after shunt surgery. On (B)(6) 2023, the patient developed symptoms of drowsiness and went to the hospital for hospitalization. The examination found that the ventricles were enlarged. The doctor advised the pressure to be adjusted to 0.5, and the manufacturer's staff went to the hospital to adjust the patient's pressure. On (B)(6) 2023, a second examination found that the ventricular enlargement had not improved, and the patient had been drowsy. On (B)(6) 2023, the patient was transferred to the intensive care unit (ICU) of another hospital. The doctor arranged for the staff to measure the pressure and found that the pressure was at 1.5. The patient was currently hospitalized in the ICU and their condition had stabilized. It was noted that the patient's pressure was adjusted on (B)(6) 2023 to 0.5, and the patient did not undergo an MRI examination. All symptoms of ventricular enlargement were found through CT examination.